Event description:
Boston scientific crm received information that during a recent clinical follow-up, this right ventricular lead exhibited undersensing and loss of capture. The physician confirmed lead dislodgment; however, no adverse patient effects reported.

Manufacturer narrative:
The implanted system was reprogrammed to aai, with no further intervention performed. If new information is received, this event will be reopened and updated.

Manufacturer narrative:
Subsequently, the lead was explanted and replaced with a non-boston scientific lead. No specific adverse patient effects reported during intervention and the product is not intended to be returned for a post market assessment.